Manufacturer narrative:
It was reported that patient underwent placement of a trapease vena cava filter. According to the information received the filter subsequently malfunctioned and caused injury and damages to the patient, including, filter embedded in wall of the inferior vena cava (ivc) and ensuing pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. Additional information received in the patient profile form (ppf) indicated that the patient had blood clots, clotting and/or occlusion of the ivc. The patient reports that the filter has been unable to be retrieved although there have been no known attempts to remove the filter. The patient also reports to feel emotional distress, mental anguish, anxiety and stress. The filter was implanted due to a history of pulmonary embolus. The filter was successfully deployed during the index procedure. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ¿filter embedded in wall of the ivc¿ and retrieval difficulty, could not be confirmed and could not be further clarified at this time. The reported event notes implantation of the filter on or about (B)(6) 2010; however, the attempted retrieval date or an actual attempt at retrieval, is unknown at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. (B)(4).

Manufacturer narrative:
According to the information received in the patient profile form (ppf), patient became aware of the reported events four years and nine months post implantation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (15223793) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This report is a follow up report to MFR number 9616099-2016-00340 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, filter embedded in wall of the inferior vena cava (ivc) and ensuing pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient had blood clots, clotting and/or occlusion of the ivc. The patient reports that the filter has been unable to be retrieved although there have been no known attempts to remove the filter. The patient also reports to feel emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient had a history of pulmonary embolus. The filter was successfully deployed during the index procedure.